Event description:
It was reported that an implate nail was removed. The connector was not attached to the nail allowing the nail to move.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of event. Review of manufacturing records demonstrates that all materials met release criteria.